Manufacturer narrative:
Upon receipt of this footswitch at our quality assurance laboratory, the device was thoroughly analyzed. Visual inspection identified it was in overall good physical condition. The foot guard had minor chips in the paint along the edge, and all four rubber feet were in plate. The cable insultation was ripped open near the strain relief which exposed the grounding braid. The strain relief was intact and the connector was in good shape. The pins in the connector were clean and straight. The pedals were functionally tested. The testing identified that the pedals pressed down smoothly, and the returned to the open position without any issues. The center standby - ready button pressed down smoothly, and it returned to the open position with no issues. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the procedure, the top button on the foot pedal was not working. The procedure was completed successfully using this device. The screen was used to activate the unit options. There were no patient complications. This event was originally reported for aborted/cancelled procedure with a patient under sedation. Based on the additional information received from the customer, this event no longer meets reporting criteria.

Event description:
It was reported that the top button on the foot pedal was not working. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under sedation.